Event description:
User facility reported to manufacturer that a pt was scheduled for an MRI examination on (B)(6), 2011. During that examination the pt mentioned that he experienced an rf burn during his first MRI examination on (B)(6), 2011 while being scanned with a sense cardiac coil. On (B)(6), 2011 scarred tissue of 2 x 4 cm on the inner legs of the pt was observed by the hospital radiographer. Local service organization was informed on (B)(6), 2011 by hospital.

Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.